Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no reported adverse impact to the customer. The customer continued using the current pump for insulin therapy.